Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients no longer showed up on the device under all available patients. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had over 300 patients on its list, causing the patient list to no longer auto-populate. A technical support specialist confirmed that the customer applied changes on their end to get the list below 300. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients no longer showed up on the device under all available patients. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.